Event description:
During a check of the unit it was found by the company representative that there were some bad pixels on the waveform screen display (lit when they should not be). No patient was involved.

Manufacturer narrative:
The company representative replaced the display (part number (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).